Event description:
It was reported the rv lead had high impedance of 1900 ohms, high threshold, and an apparent conductor fracture. During the replacement procedure, the helix would not retract. The lead was capped and replaced. It was also reported that there was a possible header block issue with the device, so the device was explanted and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) functional testing revealed an erratic magnet response when at an ambient temperature of 37'c or higher. The magnet response condition was the result of an anomaly associated with the reed switch.

Event description:
It was reported the rv lead had high impedance of 1900 ohms, high threshold, and an apparent conductor fracture. During the replacement procedure, the helix would not retract. The lead was capped and replaced. It was also reported that there was a possible header block issue with the device, so the device was explanted and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.